Manufacturer narrative:
(B)(4).

Event description:
It was reported that a step-like deformation was found at the spring wire guide (swg) tip during use. Therefore, another swg from a new kit was used to complete the procedure. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine". No additional medical intervention was required beyond that described.